Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post operatively.

Event description:
A report was received that the patient's ipg would not hold a charge and was taking longer to charge. The patient will undergo an ipg replacement procedure .

Manufacturer narrative:
Additional information was received that device malfunction was suspected. Sc-1110 (B)(4)device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient's ipg would not hold a charge and was taking longer to charge. The patient will undergo an ipg replacement procedure .

Event description:
A report was received that the patient's ipg would not hold a charge and was taking longer to charge. The patient will undergo an ipg replacement procedure .